Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set and cartridge tubing. Customer's blood glucose (bg) was "high" mg/dl. Customer gave a correction bolus via the pump to treat bg. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. Recommendation was made to discuss diabetes management with a health care professional.